Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Additional information has been requested and if received, will be provided in a supplemental report. Not returned.

Event description:
The customer reported the following event : "revision surgery for loosening of the prosthesis implanted in 1997 and discovery of a complete trochanteric osteolysis."

Manufacturer narrative:
An event regarding wear involving an abg liner was reported. The event was confirmed. Method & results: device evaluation and results: the materials analysis report (mar) confirms the wear pattern in the insert was consistent with foreign material abrading the articulating surface. Bone cement was found embedded into the wear mark inside the insert. Bone cement can be quite abrasive to uhmwpe. No material or manufacturing defects were observed on the surfaces examined. No x-rays are available for review. Medical records received and evaluation: a review of the medical records by a clinical consultant concluded: root cause of failure is an adverse mix of patient-related (the multiple falls) and secondary procedure-related factors (osteosynthesis failure and embedded bone cement in cup poly) contributing to osteolysis and culminating in a pseudarthrosis of repair of a periprosthetic fracture from 2007 causing metallic particulate debris to be released in the peri-implant environment to become a major cause of the osteolysis in the greater trochanteric bone area in concert with the third body wear of the cup poly as caused by the embedded bone cement particles. No evidence for device-related aspects device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the clinical review concluded: root cause of failure is an adverse mix of patient-related (the multiple falls) and secondary procedure-related factors (osteosynthesis failure and embedded bone cement in cup poly) contributing to osteolysis and culminating in a pseudarthrosis of repair of a periprosthetic fracture from 2007 causing metallic particulate debris to be released in the peri-implant environment to become a major cause of the osteolysis in the greater trochanteric bone area in concert with the third body wear of the cup poly as caused by the embedded bone cement particles. No evidence for device-related aspects to play any role as also supported by the mar findings and this pi case is not device related

Event description:
The customer reported the following event : "revision surgery for loosening of the prosthesis implanted in 1997 and discovery of a complete trochanteric osteolysis."